Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during an upper jaw surgery on (B)(6) 2016, the twist drill was broken and left in the patient's body. It is reported that the foreign body was discovered by a CT scan on (B)(6) 2016. It is reported that both lactosorb and titanium devices were used. It is reported that the remnant parts will be removed on (B)(6) 2017 during the planned titanium plate removal. It is reported that the density of the patient's bone was not high.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed in the evaluation. A visual inspection revealed minor signs of use including small scratches around the j-notch. The tip of the drill has been twisted and fractured; therefore, the complaint is confirmed. The most-likely cause was determined to be excessive force. The non-conformance database was reviewed in the evaluation and no non-conformances were found. According to the evaluation, there are no indications of manufacturing defects.